Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+1.0/100 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had excessive vaulting and refracttive surprise. The lens remains implanted but the surgeon plans to explant and exchange for another lens.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). The reporter indicated the lens was explanted on (B)(6) 2018 and exchanged for a shorter lens. The lens exchange resolved the problem. The reporter indicated the cause of the event was due to user error. (B)(4). Corrected data: product problem to adverse event malfunction to serious injury (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional verification was performed on the lens. Investigation found lens was within specification at the time of release. Results of returned lens functional evaluation are inconclusive; lens may have been misshapen during period lens remained implanted or due to handling during explant. Claim # (B)(4).